Manufacturer narrative:
(B)(4).

Event description:
It was reported that communication with the pulse generator could not be established, possibly due to radiofrequency lockout. Subsequently, interrogation of the device was possible. The patient was in stable condition.